Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the 1st diagonal coronary artery, 99% stenosed lesion. The 2.25x8mm skypoint stent delivery system was unable to advance, and was difficult to remove, both due to the patients anatomy. The procedure was completed using a non-abbott stent delivery system. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.